Manufacturer narrative:
Through follow up communications, livanova was informed the customer has requested to disregard the issue since the event was an operator error. Therefore, no service activity is required. Customer confirmed the system is working without any issues. A device service history review has been performed and identified that the unit was manufactured in 2022 and no other similar event has been reported, neither a concerning trend has been identified. Based on the information provided, the root cause of the reported event was traced to a user error, likely related to the manual rotation of the pump without switching it off. Based on the information received from the customer, the issue was solely caused by user error. Events solely caused by user error, with no other performance issue, that did not cause any death or serious injury are not reportable. The event has been re-assessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in corpus christi, texas. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 gave a runaway error message ("the pump ran too fast: set value different to actual value") and stopped working. The issue occurred during procedure. There was no patient injury.